Manufacturer narrative:
The data files were not available for evaluation. There was a reported blood loss of 165 ml. There was no injury or clinical consequence reported. The issue of recurring weight alarms has been identified as a potential fluid imbalance for certain patients because the prismaflex design allows the user to override up to 10 weight alarms in 3 hours before it requires the user to stop treatment and change the set. The operator's manual warms that the accurracy of pt fluid removal may be compromised with too many attempts to remedy the alarm. A clinical investigation found that the 12th floor location may have contributed to these recurring alarms due to the floor vibrations. Construction was also going on next door to the hosp which could hosp which could also account for the sudden appearance of the problem. The user associated the start of the problem with the field corrections of the rotor for the blood pump and the new holder for the heparin syringe, however, these type of modifications are not such that weight variances would be observed. The scales are being replaced to eliminate the problem of damaged load cells that result from rought handling and improper bag changing.